Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer states that their dog may have damaged their insulin pump. The customer states that they cannot read the screen of their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.